Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "since some time, the customer is noticing an increase of positive n1. These are confirmed as negative with another method. I'm suspecting contamination, but this needs to be confirmed."

Manufacturer narrative:
This MDR should be considered cancelled. This is a duplicate report of MFR report number 1119779-2021-00903.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4) the following information was provided by the initial reporter: "since some time, the customer is noticing an increase of positive n1. These are confirmed as negative with another method. I'm suspecting contamination, but this needs to be confirmed."